Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the final line connection to a baxter solution bag. The event occurred during initial drain when the patient was connected. It was further specified that the line did not look "pushed in all the way". No damage was noted on the supplies. Renal therapy services (rts) assisted with ending therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.